Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the original call. The patient reported that the alleged product issue began on (B)(6) 2018 at 1:00am. The patient reported that she obtained alleged blood glucose result of ¿132mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is a gestational diabetic and manages her diabetes with humulin n - oral medication, diet and exercise. She reported that after obtaining these results she took her humulin n medication. On an unspecified time after the alleged product issue began the patient stated that she developed symptoms of ¿increased heart beat¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.